Event description:
It was reported that the 6800 system requires multiple reboots to function properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided, the following components have been ordered. Single board computer, cpu hard drive, image processor pcb and the control pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow up report will be submitted as required.